Event description:
The brother of a male pt contacted lifecor customer support to report that his brother's monitor would not power up. He stated that he put a fully charged battery pack into the device this morning and it powered up, but then shut down. He recycled the battery pack with the same results. Support had the pt look into the monitor for bent pins. There were none. Neither of the battery packs seemed damaged. Both battery packs when placed on the charger were fully charged. A lifecor pt services rep was sent to the pt to replace the monitor.

Manufacturer narrative:
Device eval monitor has been completed. The reported problem was confirmed. Monitor would not power up, because there was water inside the monitor that likely came in from the modem connector. The modem connector was heavily corroded. The voltage attenuator (tva3) was shorted on the auxiliary board. The root cause of the defective components looked to be water damage. The monitor was repaired, retested and restocked. No adverse event occurred due to the defective monitor. The pt received a replacement monitor.